Manufacturer narrative:
The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 30 august 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than two years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Livanova deutschland received a report that following switching on a heater-cooler system 3t at setup, mains circuit breaker tripped and also electrical supply of the hospital operating room was interrupted. Even after resetting the mains circuit breaker, the same problem reappeared when the device was turned on. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in singapore. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. 13a device plug was checked and found that live terminal ¿l¿ was shorted to earth terminal ¿e¿. This was due to the compressor being shorted to ground. Patient pump bridge was dismantled and found that the water within the tank was mixed with oil. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.